Event description:
The device was used during a laparoscopic hernia repair. The balloon burst after 25 pumps. The surgeon had dissected enough so that an add'l balloon was not needed. The procedure was completed without incident. There was no consequence to the pt. On 10/29/9 rep reports no pieces of the device balloon required retrieval from the pt.

Manufacturer narrative:
Based upon the inquiry info received and the visual examination, it was concluded that the balloon had burst near the distal tip, making the instrument non functional. The instrument was received with a balloon which appeared to have burst. There were 2 long spiral tears, but the balloon was in one piece. The pointof propagation was determined to be 5 degrees from the stopcock position and was located in the distal portion of the balloon. The instrument would not function as designed due to a balloon which had burst. No conclusion could be reached as to what may have caused the balloon to "burst after 25 pumps" during surgery. Each instrument is evaluated during the assembly process to ensure that it functions properly. The co strives to understand each incident as it occurs in order to continuously improve the products.